Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the non-calcified moderately tortuous obtuse marginal branch (om). Upon the first inflation, the 2.5 x 15mm apex balloon ruptured at 8 atm's. The procedure was completed with a different device. No pt injury or complications were reported. The pt's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).